Event description:
Approximately three years and one month after hvad implantation this patient experienced a high watt alarm followed by a vad stop and subsequently expired. The patient's wife stated that her husband had felt a "pulling" of the driveline while getting into the car that preceded the high watt alarm. The wife performed a controller exchange to no effect. Investigation is ongoing.

Manufacturer narrative:
The explanted hvad® pump and associated driveline cable, which was separated from the pump during explant, were not returned to heartware for evaluation despite multiple attempts to obtain them. The coroner's report containing the autopsy results and final cause of death were not provided; however it was reported that there is no evidence of an inflow or outflow occlusion. Efforts to obtain further information regarding the event were unsuccessful despite multiple attempts. Review of the manufacturing documentation confirmed that the device met all requirements for release. Review of the controller log files confirm the reported event and revealed one electrical fault' alarm, one vad stopped' alarm, and two vad disconnected' alarms correlating to the reported event. Furthermore, the pump parameters prior to the event date are indicative of power consumption and estimated flow within the normal operating range while the pump parameters after the event show a speed of 482 rpm and power consumption of 28.5 watts. Analysis of the log files confirm a driveline malfunction, suggesting that there was an intermittent connection between the pump and the controller wherein the pump unsuccessfully attempts to restart. The location of the malfunction on the driveline cannot be conclusively determined without product evaluation. The details in the reported event indicate that the patient's driveline sustained damage after complaining that he could feel the driveline "pulling", suggesting that the resulting pump stop was a direct result of the tensile force experienced by the driveline splice. The most likely root cause of the damaged driveline and subsequent pump stop is the tensile force experienced during the event that caused the driveline pins to be disconnected from the contact block. Applicable risk documentation and experience with events of similar circumstances were considered; events with an intermittent electrical connection of the driveline may be attributed to a tensile force on the driveline and result in partial loss of electrical continuity. Heartware has initiated an internal investigation to evaluate whether prior driveline splice repairs can make the patient more susceptible to an intermittent electrical connection. The most likely root cause of the damaged driveline and subsequent pump stop is the tensile force experienced during the event that caused the driveline pins to be disconnected from the contact block. The pump has been explanted and the driveline has been cut near the pump to aid with removal. There was no visual evidence of an inflow or outflow occlusion. The patient was reported to be compliant and attended all appointments. At the time of the event the patient's inr was therapeutic around 2.8. A request for the explanted pump and driveline has been made. However, the devices remain the property of the coroner in northern ireland. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Device not returned.

Manufacturer narrative:
Additional information was received from the site reporting that the event date and date of death was (B)(6) 2014 and not (B)(6) 2014 as previously reported.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient felt a 'pulling' of the driveline while getting into the car and then experienced a high watt alarm followed by a vad stop. The patient's wife performed a controller exchange; however, this had no effect and the patient expired. This patient had previously undergone a driveline splice repair procedure as a result of inadvertently severing his driveline cable; a manufacturer representative performed a splice repair procedure resolving this former complaint. However, the splice kit used for the repair was a pre-epoxy enhanced splice cable. The device (B)(4) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Post-explant functional analysis confirmed that the returned pump ((B)(4)) met pre-implant requirements. Moreover, DHR review, visual inspection, and dimensional verification of the pump did not identify anomalies or discrepancies that may have caused or contributed to the reported event. In addition, independent pathology evaluation of the returned pump demonstrated no evidence of thrombosis or surface abrasions marks that may correlate with the reported event. The reported event was confirmed via review of the controller log files, which revealed one 'electrical fault' alarm, one 'vad stopped' alarm, and two 'vad disconnected' alarms correlating to the reported event. Analysis of the log files confirmed a driveline malfunction, suggesting that there was an intermittent connection between the pump and the controller wherein the pump unsuccessfully attempted to restart. Visual evidence provided by the facility showed the spliced driveline cable fully retracted from the male contact block, exposing the pins. This condition correlates with the reported 'pulling' of the driveline cable, which most likely led to pin retraction and interruption of the pump operation. The root cause of the reported 'vad stop' event may be attributed to an electrical discontinuity of the driveline cable due to recessed pins within the splice repair as a result of a combination of excessive force on the driveline and inadequate splice cable design. The manufacturer has opened an internal investigation to evaluate these types of issues. The IFU warns that care should be exercised to avoid inadvertent damage to the driveline cable during use. Field safety notice, fsca apr2015b, was issued in may 2015 to clinicians to be delivered by sites to patients that have previously had splice repair. It will provide awareness, warnings, and safety mitigations regarding failure of the splice connector assembly. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.